Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed message codes"discharge fault" and defib fault 80".the complainant indicated that there was no patient involvment in the reported failure.